Manufacturer narrative:
This complaint was received via a FDA complaints coordinator and has been reported to FDA. An attempt to replicate the user complaint with a similar device configuration to the customer's configuration (samsung a53, android os: 13, application v. 3.4.2.9593), using a known good libre 3 sensor, was made and the sensor was successfully scanned and started. The complaint was unable to be reproduced. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator which reported the following information: a customer reported that no message appears upon scanning the adc device, with use with phone application (samsung a53, android os: 13, application v. 3.4.2.9593). The customer stated that a sensor purchased on 08 mar 2023 would not provide glucose readings when used with their 5g phone. The customer had previously contacted adc customer service regarding this issue and was advised that their phone was not on the device compatibility list. The customer was again contacted but did not provide any further details regarding this issue, and there was no report of adverse event or third-party treatment required due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.